Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-03834. It was reported the patient had been receiving inadequate coverage. An impedance check was performed and high impedance was found on one of the patient's leads. In turn, the doctor decided to explant and replace both a of the patient's leads (with a single lead/different model) to address the issue. Note: both of the patient's leads will be coded for high impedance because it's unknown which device was liable.